Event description:
Customer reported a malfunction on the pump, identified by malfunction code malf 0, and confirmed no notable events occurred prior to this issue. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged to send a new replacement pump under warranty, instructed the customer on putting the problematic pump into storage mode, and provided steps for using the replacement pump. Customer opted for multiple daily injections as a backup therapy and was guided to return the faulty pump via ups.